Event description:
It was reported the patient had some swelling at the follow up appointment and an infection was noted by the physician at the lead incision site. The physician placed the patient on a 10 day course of oral antibiotics. It was reported the patient had a follow up with the physician and the patient was well. It was reported the patient was receiving stimulation coverage and no further intervention was reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.